Event description:
It was reported that the field was unable to establish telemetry and interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). Despite a programmer being able to locate the s-ICD, when selecting it for interrogation, communication was lost. It was suspected the device may have a broken antenna and a replacement procedure has been scheduled. At this time, the s-ICD remains in service and there have been no adverse patient effects reported. This event will be updated once a revision procedure is performed and the s-ICD is explanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the field was unable to establish telemetry and interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). Despite a programmer being able to locate the s-ICD, when selecting it for interrogation, communication was lost. It was suspected the device may have a broken antenna and a replacement procedure has been scheduled. At this time, the s-ICD remains in service and there have been no adverse patient effects reported. Additional information indicated that surgical intervention was later performed and the s-ICD was explanted and returned for analysis. This event will be updated upon completion of analysis.